Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow up the physician observed short episode of noise in the rv channel. Provocative test was performed but the signal was normal. The patient will be monitored and is in good conditions.